Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 222 mg/dl. Customer's blood glucose went up to 490 mg/dl after a set change. Customer had been sick with sinus infection and had been taking additional medication than normal. Customer was unable to troubleshoot. Customer will not be returning the device for analysis.